Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code which occurred during biomed testing. The biomed stated that there have been no reports of any patient incident involving the pump since the last baxter service event. Additional contact information was requested but not provided.